Event description:
It was reported to medtronic neurosurgery that patient was implanted with the valve, however, there was no flow of csf. The report stated that the physician decided to explant the valve. According to the report, the patient is currently in a good condition.

Manufacturer narrative:
The valve was patent. It met the specifications for leak testing. However, it did not meet the requirements for reflux testing. All pressure-flow and preimplantation specifications were met with the exception of the 46.8 ml/hr at pressure level 2.5 parameter. Proteinaceous debris was noted throughout the interior and the exterior of the valve. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." A review of the manufacturing records showed no anomalies.